Event description:
The device was returned for pneumatic valve actuation failure (valve 6). Unit has red pump alarm at start up and compressor fails recharge test. Front housing has screw mount damage. Air compressor and front housing will be replaced during repair process. Battery packs will also be removed and replaced due to high cycle counts. No other damage found.

Event description:
The following has been reported: biomed reported: when pump is turn on. Pump alarms pump problem. A preliminary review identified the following issue:pneumatic valve actuation failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.